Event description:
It was reported that during the implant procedure that lead would not stay in and that after some time the impedance went to over 1500 ohms. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was analyzed with no anomalies found. It was noted that there was blood in/on the helix mechanism.